Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was misalignment in the touch position. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A field service technician (fst) went onsite and replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The product investigation lab (pil) technician was unable to confirm the complaint of 'misalignment of the touch position was confirmed.' The touchscreen flex circuit successfully passed all resistance tests. Previous investigations into touchscreen misalignment failures that resulted in a 'no problem found.